Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. No motor error alarms and passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot, battery tube threads and with minor scratches on display window.

Event description:
Customer reported a motor error alarm during the rewind process. Customer's blood glucose was unknown. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.